Event description:
Pt states that suspect device always reads blood glucose as 160 mg/dl. Pt passed out 3-4 hrs later. Emergency medical technician called and blood glucose tested as 0 mg/dl on emergency medical technician device. Pt was taken to hosp, given intravenous and later released.